Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer reported that the customer had issues changing the infusion set. The customer's blood glucose was 209 mg/dl at the time of incident. The customer's blood glucose was 340 mg/dl at the time of call. The nurse stated that the customer was given insulin to treat the blood glucose. The nurse reported that the customer had air bubbles in the tubing and the customer was unable to prime out. The insulin pump will not be returned for analysis.